Event description:
It was reported that during a follow-up visit, low sensing was observed. The lead was not able to capture the ventricle. Possible dislodgement of the lead. Both the tachy and brady settings were disabled. Patient is not pacer dependant. The lead was repositioned on (B) (6) 2010. Good electrical values obtained.